Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. (B)(4) lot# unknown. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant devices is unknown. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally treated with a 2.4 mm variable angled locking compression distal radius plate, seven screws, and an external fixator on an unknown date. On (B)(6) 2017, upon planned removal of the fixator, it was discovered that the plate was pulling away from the bone. The surgeon removed the plate and noted the fracture malunion. All hardware was removed intact and a new plate was placed. Patient was revised to another 2.4 mm variable angled locking compression plate and screws. The surgery was successfully completed with patient outcome reported as good. Concomitant devices: unknown screws, quantity 7) fixator (quantity 1). This report is for one (1) 2.4 mm variable angled locking compression plate. This is report 1 of 1 for (B)(4).